Manufacturer narrative:
Additional information was received for d9, h3, h4, h6, and h10. H4: device manufacture date: the lot was manufactured from february 4, 2023, to february 5, 2023. H10: the sample was received for evaluation. Visual inspection along with magnification observed a flat seal area tear and hole at the top right side, found on the back of the bag. Functional leak testing observed a leak from the same area. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the top of the bag on the back side, opposite side of the ports, next to the seam of the bag. This was discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.